Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for novel cardiac system implant procedure. During the procedure, it was found that the novel right ventricular lead exhibited a sensing anomaly which resulted in diminished r-waves. The procedure was completed using an alternate lead on (B)(6) 2021. The patient was stable.